Event description:
Per op report: this valve was explanted due to thrombus and pannus formation. At explant, the valve had "severely restricted leaflet motion secondary to pannus and thrombus formation at the hinge points of the valve and overgrowth of the annular tissue". It was replaced with sjm 21ahpj-505. The pt's native mitral valve was also replaced with sjm 29mj-501.